Event description:
Cpi rec'd info that these two pmi leads along with the ICD were removed from service due to the pt receiving inappropriate shocks. The ICD was explanted and the leads were capped and left in place.